Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a blood glucose (bg) level of 520 mg/dl. Bg level was addressed with a correction bolus via the pump. Reportedly, the customer had "exposed the pump to direct sunlight and hot temperatures during a sporting event".